Manufacturer narrative:
The reported malfunction was duplicated and attributed to an open. The internal handles were scrapped. Trend analysis for failures of this type does not indicate an increase in frequency.

Event description:
Complainant alleged that during a routine shift check by a clinician, the internal handles will not allow the attached defibrillator to discharge. Complainanat indicated that there was no patient involvement in the reported malfunction.